Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained, that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. Quality engineering, evaluated the device. And it was determined, that the device passed all visual and functional specifications. And no failure was identified. Therefore, the reported condition was not confirmed. And an assignable root cause was not determined.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: craniotome device, 10/4/2021. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
This is report 1 of 2 of the same event: it was reported that during an unspecified surgical procedure, it was discovered that the motor device had an ongoing oil fluid/black fluid leak during use. It was reported that the motor device was being used together with a craniotome device. It was further reported that the craniotome device broke apart during use. The reporter indicated that the root cause of the fluid leak was unknown, and it was unclear whether the leak was related to the attachments or the motor device. The reporter also mentioned that they had past issues with the ball bearings wearing down and then mixing with the irrigation liquid. It was not reported if there were any delays in the surgical procedure or if spares devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.